Event description:
Approximately 3 month(s) and 20 day(s) post-operative of a revised left rtsa, it was reported via clinical study that the patient experienced a dislocation. The patient dislocated the prosthesis by opening a jar of jam. The patient was revised twice previously for disassociation of polyethylene. The patient underwent a reduction under general anesthesia and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10): concomitant device(s): 320-38-03 - equinoxe reverse 38mm humeral liner +2.5: 6193788. 320-02-38 - rs expanded glenosphere 38mm, +4mm offset: 6295016. 320-10-05 - equinoxe reverse tray adapter plate tray +5: 6408013. 320-15-05 - eq rev locking screw: 6537105. 320-20-00 - eq reverse torque defining screw kit: 6388398.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g1, g3, h6. The following sections were corrected: h6 impact and component codes. The cause of the patient¿s shoulder dislocation reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.